Event description:
It was reported that the patient wanted a new system, as his current system hadn¿t worked since 2005. Additional information was requested, if received, a follow up report will be sent.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the event was that the patient¿s implantable neurostimulator (ins) interfered with their insulin pump (from the same manufacturer). Hospitalization was not required for the event and the patient outcome was reported as no injury. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3272-25, serial# (B)(4), implanted: 1998-(B)(6), product type receiver, product ID 3487a, lot# l49578, implanted: 1998-03-02 explanted: product type lead product ID 3487a, lot# l47034, implanted: 1998-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Based on follow up information received, the following code change was made.

Event description:
Additional information received reported that the patient was no longer going to use the stimulator and was looking into alternatives.